Manufacturer narrative:
The device used in treatment has been returned for evaluation. A visual inspection and functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. It is not possible to determine the exact cause of why the device would not perform therapy. However the device is a reusable instrument that can be exposed to numerous surgeries with damage and wear from prolonged use, misuse or rough handling are likely probable causes of the reported failure modes. We recommend that all reusable instruments be routinely inspected for wear and replaced as necessary. This investigation has now been closed and recorded as no root cause found after sample evaluation. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the renasys touch pump showed as device failure. Despite turning off and on, the problem still persisted. Another pump was sent to replace the current faulty pump to the patient but it took more than 2 hours with the treatment interrupted to get the new pump set up. No injury has occurred.